Manufacturer narrative:
Bayer case number:(B)(4) left essure (2 parts) [device breakage] , migration of the left implant resulted in contraceptive malfunction with pregnancy [pregnancy with contraceptive device] , secondary migration of the left implant into the uterine cavity [device migration] , contraceptive malfunction with pregnancy [device ineffective] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-aug-2025. The most recent information was received on 12-sep-2025. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of device breakage ("left essure (2 parts)") in a 46-year-old female patient who had essure inserted (lot no. D31445) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced pregnancy with contraceptive device ("migration of the left implant resulted in contraceptive malfunction with pregnancy") and device dislocation ("secondary migration of the left implant into the uterine cavity"). Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopic removal left essure (2 parts) and laparoscopic route for right salpingectomy.). At the time of the report, the device dislocation had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2017. No causality assessment was received for essure with regard to device dislocation, pregnancy with contraceptive device or device breakage. The reporter commented: insertion of two essure contraceptive implants on (B)(6) 2015. However, secondary migration of the left implant into the uterine cavity resulted in contraceptive malfunction with pregnancy in 2016. Pregnancy carried to term with delivery on (B)(6) 2017. Surgical removal of both inserts on (B)(6) 2025: hysteroscopy to remove left essure (2 parts) and laparoscopic route for right salpingectomy (with essure in situ). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Left essure (2 parts) [device breakage]. Migration of the left implant resulted in contraceptive malfunction with pregnancy [pregnancy with contraceptive device]. Secondary migration of the left implant into the uterine cavity [device migration]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-aug-2025. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of device breakage ("left essure (2 parts)") in a 46-year-old female patient who had essure inserted (lot no: d31445) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016, she experienced pregnancy with contraceptive device ("migration of the left implant resulted in contraceptive malfunction with pregnancy") and device dislocation ("secondary migration of the left implant into the uterine cavity"). Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopic removal left essure (2 parts) and laparoscopic route for right salpingectomy.). At the time of the report, the device dislocation had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2017. No causality assessment was received for essure with regard to device dislocation, pregnancy with contraceptive device or device breakage. The reporter commented: insertion of two essure contraceptive implants on (B)(6) 2015. However, secondary migration of the left implant into the uterine cavity resulted in contraceptive malfunction with pregnancy in 2016. Pregnancy carried to term with delivery on (B)(6) 2017. Surgical removal of both inserts on (B)(6) 2025: hysteroscopy to remove left essure (2 parts) and laparoscopic route for right salpingectomy (with essure in situ). Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.